Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to a suspected electromagnetic interference (emi) oversensing. However, the patient was sitting at the sofa watching television without any evident emi sources nearby. Technical services (ts) reviewed the case and indicated there is likely myopotential noise contributing to the oversensing episode. Ts requested the whole electrogram (ECG) of the inappropriately treated episode for further assessment of the case. The ECG was eventually received, and ts confirmed the oversensed signals was not emi and recommended troubleshooting to discard placement or integrity issues with the s-ICD system. This s-ICD remains in service and no additional adverse patient effects were reported.